Event description:
It was reported per field service report symptom ¿ unit reportedly stopped pumping while on pt. Pump alarmed, but the alarm type is currently unknown. Findings/actions taken: biomed checked out pump and found no problems. Pump was to be discontinued on pt before problem occurred. No pt problems reported. Additional information received on (B)(4) 2012 from the rn stated, the audible alarm tone sounded when the balloon stopped pumping and there were 3 messages. The run could only remember 2, kink in catheter or pvc tubing ¿ straighten kink or twist, and pvc tubing disconnected ¿ checked pvc tubing connections and reattach. The rn said she thought one of the messages was blood in tubing or possible blood in tubing, but the rn said the balloon was clean. The balloon was checked after removal and there was no evidence of blood. The run followed the instructions from the possible cause and operator action and also repositioned the pt¿s leg as this corrected the problem earlier in the shift, but she could not get the autocat to pump; the rn did not use the manual mode. The pt outcome is fine.

Manufacturer narrative:
(B)(4). Device will not be returned for evaluation.